Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 30 ml, foreign matter was found in the syringe. The following information was provided by the initial reporter: we are noticing black particles in the syringes.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 30 ml, foreign matter was found in the syringe. The following information was provided by the initial reporter: we are noticing black particles in the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-may-2022. H6: investigation summary it was reported there are black particles in the syringes. To aid in the investigation, four samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and one sample has a black speck embedded 1.75" from the bottom of the syringe barrel. It is not larger than acceptable per specification. No other defects or imperfections were observed on this syringe, or the three other syringes received for investigation. A device history record review was completed for provided material number 302832, lot number 1056042. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.